Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles in shell, fold creases, wear abrasion. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and partial delamination of orientation dot assessed as adhesive failure.based on the device analysis the final assessment is: delamination of orientation dot assessed as adhesive failure. Broken shell with sharp edge where is localized stresses induced assessed as surgical impact. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.